Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg was revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed infection at the battery site following an implant procedure. Symptom of discharge from the pocket site was noted. The physician believed that the infection was not device but procedure related. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure.